Event description:
Reporter alleged high readings on the blood glucose device and on one occasion glucose measured 204 mg/dl however customer had low glucosse symptoms. It was stated customers' relative called the emergency med techs (emts) where within 10 mins their device measured 40 mg/dl aos a shot of glucose was given prior to customer being transported to the hosp. Reporter indicated customer was kept overnight. A request was made for the return of the suspect device and replacement product was sent.